Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when filling the cartridge with insulin through the septum, the customer experienced fill resistance. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was guided through the proper fill process.